Event description:
The patient reported their implantable cardioverter defibrillator (ICD) ¿went off¿ and shocked them numerous times. The ICD remains in use. No patient complications have been reported as a result of this event.

Event description:
The ICD was explanted and replaced four years prior to the patient reporting the shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).